Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon that the haptics of the preloaded tecnis eyhance simplicity intraocular lens (iol) injector are sticking together for an extended period during procedures, potentially affecting implantation efficiency. Additional information received indicated that although the lens was implanted, significant maneuvering of the instrument was required to unfold the intraocular lens (iol). No further information is available.

Manufacturer narrative:
Section h3: the manufacturing records review for this purchase order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Customer photos were provided in the complaint file and were evaluated. The photos display the suspect handpiece and lens. The plunger rod can be observed to be fully advanced, and the lens haptics can be observed to be stuck to one another. Due to no product received, no further evaluation could be performed. The complaint issue "haptic stuck to haptic" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints.